Manufacturer narrative:
Actual device not evaluated. Although there have been attempts to receive further information regarding the event, no additional details have been provided and the serial number and model number remain unknown. The explanted device was returned to edwards; however, it was not able to be evaluated due to the condition of the bioprosthesis upon receival. At this time, edwards lifesciences is unable to confirm the clinical observation. Prosthetic valve endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In different cases of prosthetic valve endocarditis, subsequent infections can occur from contamination at the time of surgery or from the implant being seeded from an infection or microbial contamination from elsewhere in the body; these are not in any way related to the sterilization or packaging process of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic heart valve was explanted after an unknown implant duration due to endocarditis. As reported, the surgeon removed the valve and replaced with an unknown device. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative -the explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.